Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the required lead insertion force exceeded specifications in the atrial and right ventricular header ports. Header port dimensions were all within specification.

Event description:
It was reported that during the implant procedure, the pulse generator would not accept a lead into the right ventricular header port. The device was removed and replaced.